Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Full lead returned.

Event description:
It was reported that during the implant procedure, there was intermittent loss of capture and the doctor elected to remove lead and replace with active fix. The lead was not implanted. No patient complications have been reported as a result of this event.